Manufacturer narrative:
(B)(4). Report source, foreign - the event occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during use, the drill tip fractured into pieces inside the patient. However, all pieces were successfully removed. There was a surgical delay of 31-60 minutes due to the removal of the fractured pieces. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
The complaint sample was evaluated and the reported event was confirmed through physical evaluation. The returned drill was identified to be fractured and fracture analysis determined that the fracture occurred due to overload with multiple crack initiation sites near the outer diameter of the cannulated drill bit. Hardness testing found the device to be in conformance with specifications. The device history records were reviewed and no discrepancies relevant to the reported event were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Concomitant medical products - 6.5x70mm cann canc scr 22, cat#: 1419670 lot#: j-dmdb55; 6.5x70mm cann canc scr 22, cat#: 1419670 lot#: m14442a; guide wire 3.2x230mm 3pk, cat#: 140129 lot#: nxz331a; 6.5x75mm cann canc scr 22, cat#: 1419675 lot#: m12661b. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.